Manufacturer narrative:
The manufacturer has requested the product in question for evaluation but not yet received. A supplemental report will be sent if new info becomes available.

Manufacturer narrative:
The initial report was sent on 07/08/2015. The manufacturer received the product in question for evaluation. During the visual inspection of the product in question cracks on the 3/8 x 3/8 connector ((B)(4)), on the side of the fem. Introducer, were found. The tightness test confirmed the leakage on the position. On the opposite side (cannula side) the connection between the cannula and the connector was tight. The blood which had emerged during the application most likely ran from the confirmed leakage aide towards the opposite side of the connector and passed through the mold separation of the connector between the hose and the connector. In addition a review of the device history records (DHR) was performed. DHR of the complained lot has been reviewed and no abnormality was found, also, no scrap record was found. Based on the available information the manufacturer can confirm that the product met all specifications at the time of release for final packaging and sterilization. According to the manufacturer's database, this was the first complaint received for the product in question, regarding the confirmed malfunction. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that after ECMO connection of the cannula to the hls set, it was noticed that blood was dripping out of the connector. The vulnerability is located on the transition of the cannula to the connector, on the cannula (blood between connector and cannula). The cannula was replaced. No consequences to the pt. Additional info received on 06/15/2015. Blood loss max 10ml, no pictures available; (B)(4).